Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Flushing pump not working. The footswitch was found to be broken. The subject device will not]be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flushing pump not working. The footswitch was found to be broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1:(B)(6). E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's foot switch malfunctioned. The issue was found during the cleaning and disinfection. There were no reports of patient harm.